Manufacturer narrative:
The external portion of the soft cannula was flattened and torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. No damage was observed on the pod housing. The download data shows that the pod generated an empty reservoir alarm. The reservoir was confirmed to be empty.

Event description:
It was reported the patient's blood glucose level read high (>27.8 mmol/l, >500 mg/dl) while wearing the pod longer than 48 hours. The patient reported that insulin was leaking during wear and the pod's outer shell was cracked. As treatment, a new pod was placed.